Event description:
Information received indicates the nurse call is not working.

Manufacturer narrative:
The technician found the sidecom circuit board was damaged. He replaced the sidecom board to repair the bed.